Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance

Event description:
It was reported that a user new to the ilet experienced multiple low glucose events and difficulty understanding meal announcement, with one documented low of 62 mg/dl lasting approximately 20 minutes and a separate post-breakfast high up to 193 mg/dl after not announcing the meal. Symptoms included low glucose requiring self-treatment with oral carbohydrates. Outcomes included device low and urgent low alerts and no need for medical intervention or assistance. Investigation included customer education and assignment for additional training. Investigation of this case revealed user use error related to meal announcement and uncertainty with pump use, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined and likely related to user understanding and use of the system. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.